Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital due to a blood glucose level of 392 mg/dl. Customer was not treated at the hospital as heath care providers alleged bg was due to the stomach flu. Customer was released from the hospital on the same day with no known permanent damage. Although the health care provider alleged issue to be due to the stomach flu, the customer alleged that the pump stopped insulin delivery without notification. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.